Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the din rail and fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. The din rail has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. Functionality was restored by replacing the fuses on the viewing station of the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The din rail for the viewing station of the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.